Manufacturer narrative:
The examination of vad-7432 found that the pump end bend relief had a circumferential fracture at the edge of the pump housing extending across the diameter of the bend relief. Visual inspection of the fracture found a rippled surface consistent with fatigue failure. The fracture occurred at the edge of the small diameter of the cable fitting. The bond between the silicone adhesive and the bend relief appeared intact. The eval did not reveal any defect or damage that may have contributed to the bend relief failure. Examination of the wires inside the cable housing found that the red wire had completely fractured at the edge of the pump housing. Inspection of the adjacent wires found inner conductor breakdown in the brown wire, which pull apart upon manipulation. No obvious insulation damage was noted prior manipulating the wire. A small kink was noted in the yellow wire but the insulation and inner conductors did not appear compromised. The remainder of the lead was unremarkable. The fractured red wire would not have caused a short to ground via the braided shield because the pt had been running battery power and no ground connection exists. The insulation on the brown wire did not show any obvious breaches that would have allowed a phase to phase short to the red wire. The cause of the pump end bend relief fracture could not be conclusively determined. The pump was reassembled and operated on a mock circulatory loop without repairing the two damaged wires. The pump functioned within specs throughout testing. A review of device history records for this pump showed no deviations from mfg or qa specs. Based on the info available the pump does not appear to have caused the reported event. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The pt was found unconscious running on battery power and was air lifted to (B)(6) hospital.